Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On february 19, 2007, the lay user/patient contacted lifescan alleging that his one touch profile meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient obtained a 193 mg/dl on the morning of one day ealier and administered 2 units of fast-acting insulin. At approximately 10:15 am, he woke up in the back of an ambulance after losing consciousness. The patient claimed that he did not recall experiencing any symptoms prior to becoming unconscious. The paramedics obtained a result of either 22 or 23 mg/dl on the ems meter. He was administered glucose intravenously. It would have been helpful to know what time he obtained the 193 mg/dl, his insulin regimen, whether he had symptoms when he obtained the 193 mg/dl, his usual morning blood glucose, whether he ate breakfast, if he was transported to the hospital, and diagnosis received. The customer care advocate (cca) verified that the unit of measurement was set to mg/dl, the correct testing technique was being used, and the patient was correctly cleaning the puncture area. The patient was upgraded to the one touch ultra2 meter. This complaint is being reported due to the following conclusion: the patient alleges he obtained a relatively elevated result, lost consciousness after administering a fast-acting insulin, and required IV glucose treatment for blood glucose of 22/23 mg/dl.